Event description:
The reporter contacted animas on (B)(6) 2015 alleging a prime (load step malfunction) issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/07/2015 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/19/2015 with the following findings: on investigation, the black box data revealed evidence of warning 163; no delivery, no prime, no cartridge detected. During investigation, the pump failed to recognize the cartridge during the load step, emitting a ¿no cartridge detected¿ warning. Investigation duplicated the complaint. The pump was returned with visible moisture behind the display lens and a battery compartment crack below the bumper pad. A leak test was performed and revealed a leak at the battery compartment crack. The pump was opened for further investigation and revealed moisture leakage inside the pump with contamination of the force sensor pins, the force sensor housing and other internal components.